Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one vaccess CT low profile powerport was returned for evaluation. The sample was received assembled with the catheter connected to the port stem under cath-lock. When viewed under magnification, the distal end of the catheter possessed a smooth, striated surface, indicating an intentional sharp blade cut to trim the catheter. No other damage was identified. The sample was patent to infusion and aspiration, including infusion against resistance, with no leaks observed. Based on these findings, the investigation is unconfirmed for the reported catheter leak. As the leak was reported near the connection of the port and catheter, it is possible that assembly of the device at the time of the procedure contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 06/2018).

Event description:
It was reported that approximately one month post port placement during third chemotherapy cycle, the patient experienced extravasation of the chemotherapy agent at the port site on the right chest. Reportedly, the surgeon evaluated the port with a venogram and did not identify an issue with the port. It was further reported that there was no further treatment administered and the port was removed a year after the extravasation occurred. After the catheter was removed, the healthcare professional allegedly identified a crack in the proximal catheter approximately 1cm distal to the connector. The patient tolerated the removal procedure well.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The return of the device is pending. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one month post port placement during third chemotherapy cycle, the patient experienced extravasation of the chemotherapy agent at the port site on the right chest. Reportedly, the surgeon evaluated the port with a venogram and did not identify an issue with the port. It was further reported that there was no further treatment administered and the port was removed a year after the extravasation occurred. After the catheter was removed, the healthcare professional allegedly identified a crack in the proximal catheter approximately 1cm distal to the connector. The patient tolerated the removal procedure well.